Event description:
Customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller and adjusted the 5v power supply. System operates as intended.